Event description:
It was reported that the patient the patients ipg would not charge well and also the lead had migrated. The patient underwent a revision procedure wherein ipg and lead were replaced. The patient was doing well postoperatively, and the explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7074315/7074215.